Manufacturer narrative:
H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of a transcatheter bioprosthetic valve with this delivery catheter system ( dcs), a pre-implant balloon aortic valvuloplasty was performed with 20mm non-medtronic balloon. During the initial deployment, the valve dislodged while still attached to the dcs. The valve was recaptured one time and implanted on the second deployment. There was nothing in terms of the patient anatomy that contributed to the dislodgment. Following the implant procedure, an access site related pseudoaneurysm was noted and bleeding was observed on the left proximal thigh caused a hematoma. Per the physician, the extravasation of a contrast agent caused the hematoma. Computed tomography imaging was performed the following day and showed no evidence of active artery bleeding. The event was noted as resolving. The dcs was reported as not having any damage and not related to the hematoma. No adverse patient effects were reported. Additional information was received that the left groin pseudoaneurysm was resolved four days after onset. No adverse patient effects were reported.